Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 840 ventilator was inoperable with a graphic user interface (gui) blank display. There was no patient involvement at the time of the reported event.